Manufacturer narrative:
Product complaint #(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Reporters state: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the driver is worn out, this complaint is for one (1) scrdrivershaft t15 std. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).